Manufacturer narrative:
(B)(4) a visual examination of the returned device found that one jaw was bent. Functionally, a loop test was performed and the jaws would open properly, however, they could not close completely due to the bent jaw. No abnormalities were noted with the device riveting and welding which were within specifications. . The condition of the returned incident device was not consistent with the complaint that the cups would not open. The most probable root cause could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4)

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00695 for the other associated device information. It was initially reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a colon biopsy procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the device cups would not open. A second radial jaw 3 single-use biopsy forceps was opened and the same thing occurred. The procedure was completed with another type of device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results; bent jaw and jaws unable to close.